Event description:
The customer contacted physio-control to report that their device had a charge-pak and attention icon present on the display. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed that the device would power off by itself when attempting to defibrillate.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to an electrically leaky filter, designator fl11, from the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from staying powered on. The customer was provided with a replacement device.